Event description:
Boston scientific (bsc) crm received info that this dextrus lead was temporarily utilized for this pt. It was noted that the lead was in the pt's jugular vein and attached to a re-sterilized device from another pt and taped to the pt's neck with a sterile clear dressing. Upon removal of this temporary system, the health care professional did not completely retract the setscrew on the device and started to pull on the lead, at which time, the lead conductors separated from the terminal pin. A non-torquing wrench was used to remove the lead from the header. Once the lead was out of the header, the lead was re-assembled for removal. However, a stylet could not be inserted down the lead in order to retract the helix. Therefore, the lead was cut, which allowed for the stylet to be inserted, helix retracted and the lead removed. No adverse pt effects were reported. The lead was returned for testing. Boston scientific did not provide implant and explant dates.